Manufacturer narrative:
For the last calibration performed on 11-nov-2019, calibration signals were acceptable. Quality controls were within range on the day of the event. The sample centrifugation time was too short and the speed was too fast for the tube type used. Upon review of the alarm trace, no relevant alarms occurred during the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with elecsys troponin t hs on a cobas 8000 e 801 module. The sample initially resulted with a troponin t value of < 3.00 ng/l accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2019, resulting with a value of 7072 ng/l and this value was believed to be correct. The sample was also repeated on (B)(6) 2019, resulting as 6775 ng/l. The troponin t reagent lot number was 370695. The reagent expiration date was requested, but not provided.